Event description:
It was reported that the reservoir leaked. The blood glucose reading was 251 mg/dl. Customer treated with manual injection. Customer stated that the reservoirs were leaking from the top part. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.